Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 06/jan/2020. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 14/nov/2019. A balloon without the fill tube was returned for evaluation. The balloon was returned deflated and discolored with no other anomalies noted. As the device was not received with the fill tube, a sample fill tube was used for device testing. There was no blockage noted upon insertion and the flow of di water was continuous and unobstructed. The balloon was inflated and a single opening on the shell was deflating the balloon. Balloon inflated once more and immediately submerged in liquid and bubbles noticed from the slit valve. The opening on the shell has striated edges which are consistent with surgical removal instruments.

Manufacturer narrative:
Supplement #1: medwatch sent to the FDA on 23/dec/2019. The device was returned to the apollo device analysis laboratory on 14/nov/2019. Analysis of the device is ongoing.

Manufacturer narrative:
Apollo has not received the product at this time. Therefore no analysis or testing has been done. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported complaint: "the patient complained of greenish urine. Eda was requested to confirm that the balloon was approximately 300 ml in volume. The balloon filling volume at the time of implantation was 600 ml."